Event description:
The facility reported an infusion pump with channel b states air detected and won¿t run. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient injury or medical intervention. No additional information was provided regarding patient¿s demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary: evaluation was completed and the customer's reported condition of channel b states air detected and won't run was confirmed and pump head module was found to be out of calibration. The pump head module was replaced.